Manufacturer narrative:
The customer suspected device was returned for investigation. The olympus service center confirmed the reported event during inspection and testing. Upon evaluation of the returned device the following defects were found, water tightness of the cleaning tube fitting not maintained, curved rubber bond cracked, scratches on the curved rubber adhesive part, adhesive part of the lighting lens has come off, bending angle insufficient due to the elongation of the angle wire, play of the angle knob is out of the normal state due to the elongation of the angle wire, scratches on the tip body due to external factors, scratches on the insertion tube, scratches found on operation part, scratches found on the tip, scratches found on the insertion part corrugated tube oredome, scratches found on switch box, suction cylinder scraped, scratches on the operation unit cover, scratches on up/down knob, scratches on the up/down angle fixing lever, scratches are found on the right/left knob, scratches found on the universal cord, scratches on scope connector side of the universal cord, water coverage observed on the electrical connector, scratches on the right/left angle fixing knob. The faulty parts were replaced, and the device was returned to the user facility. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
A user facility submitted a repair request to the olympus service center, on the evis lucera duodenovideoscope for bubbles coming from the operation part. Upon inspection and testing of the customer returned device, the scope adhesive part of the lighting lens was found peeled off and gap in the tip adhesive part, or dirt entered the inside of the lens through the gap. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There was no report of patient harm or user injury associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the likely cause of the reported event is due to stress of repeated use, external factors, or handling caused the defect. However, the root cause of the reported event is unable to be determined. Olympus will continue to monitor field performance for this device.